Event description:
The customer reported the transformer housing is broken open exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter has not been received at medela as of 05/08/2014. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that there was a breach in the transformer housing. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).